Event description:
The reporter stated the surgeon used an aa4203tl toric optic silicone single piece lens. Stated there was patient contact. Lens got stuck to injector then removed and another lens placed. Further information has been requested but none has been forthcoming. An initial MDR will be submitted. When additional information is available a supplemental will be filed. It is not clear if the lens was inserted into the eye.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens optic is torn. Half of one plate haptic and piece of the optic is torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).